Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in an inappropriate shock and inhibition of pacing. Impedance measurements are within normal limits and thresholds are acceptable.